Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the day of implant of this transcatheter bioprosthetic valve, the patient had slurred speech following the procedure. A stroke was confirmed via magnetic resonance imaging (MRI). Per the physician, plaque dislodgement occurred during valve placement. The patient was examined by a neurologist and discharged without deficit. No additional adverse patient effects were reported.